Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified and severely tortuous lesion exhibiting cto (chronic total occlusion-100%) located in the ostium right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon, but not meeting specifications due to deformation of stent wraps, the stent did not meet visual acceptance specification. Due to stent displacement, the distal stent wrap was positioned over the distal markerband. Deformation was evident to multiple stent wraps with struts raised, bunched, and overlapping. The stent and therefore the inner member of the resolute onyx was kinked. No deformation was evident to the distal tip. Blood was visible in the inflation lumen. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood present in the guidewire lumen and kinks evident to the inner member. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.